Manufacturer narrative:
Lot and expiration date unknown. Unknown if device is available for evalution. Manufacturer date unknown. Model number is not confirmed. Device has not been returned to 3m for analysis. 3m¿ is unable to check production records/retains without a lot number. The type of incident is an individual situation involving a wide range of factors (patient health, skin prep, patient allergies, application techniques, ect.). 3m¿ will continue to monitor.

Event description:
A patient representative alleged a (B)(6) female patient experienced a third degree burn after undergoing a total hip arthroplasty with use of 3m¿ steri-drape¿ plastic specialty drape, model number 2035. Symptoms reported included two large fracture blisters on the posterior aspect of upper thigh/buttocks, both approximately 20cm x 10cm. Distal blister draining serous fluid, proximal blister still unroofed. Skin graft was performed to the affected skin. Medical history, allergies, skin sensitivities and current status is unknown. No further information.